Manufacturer narrative:
Citation: challa, a. Dr. Percutaneous valve in valve in the tricuspid position in a patient with tetralogy of fallot. Bmj case reports (2017) doi 10.1136/bcr-2017-221104. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6)-old female with a medical history of a previously repaired tetralogy of fallot and tricuspid repair with a non-medtronic ring. Eight years later, a medtronic surgical bioprosthetic mosaic valve was implanted into the tricuspid position. Three years after the implant, severe stenosis with increased gradient measurements, and mild regurgitation were noted. Subsequently, a non-medtronic balloon expandable transcatheter bioprosthetic valve was implanted, valve-in-valve. No other adverse patient effects were reported.